Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer's reported issue was confirmed by performing pvt (performance verification testing) and reviewing event log. Calibrated dso (downstream occlusion)/uso (upstream occlusion) to fix this issue. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not accept the cassette. The event occurred during self-test. There was no patient involvement, and no patient harm/adverse event reported.